Event description:
Seven years ago, an exeter stem tha was implanted on (B)(6) 2017, revision surgery due to a break at the distal end of the stem.

Manufacturer narrative:
Additional information: date of implant; date of explant; product available to stryker; h3 device evaluated by mfg. An event reporting crack/fracture involving an unknown exeter stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed as no medical records were provided. -device history review could not be performed as the device details were not provided. -complaint history review could not be performed as the device details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including patient details, device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Additional information: product long description; product code, common device name; catalog #, lot #, expiration date; returned to manufacturer on; PMA/510(k)#; manufacturing date. An event reporting crack/fracture involving an exeter stem was reported. The event was confirmed following a visual inspection. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6)2018which indicated: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured approximately 5 cm from the distal tip. The hip implant was assumed to be for the right hip. If subsequent information indicates the implant is for the left hip, the anterior and posterior surfaces are reversed. The anterior, posterior, medial and lateral surfaces of the exeter stem are shown. Damage consistent with the explantation and cement-mantle breakdown processes were observed on the stem. The trunnion of the stem is shown. The fracture surfaces associated with the proximal stem and distal tip are shown. Material analysis: a material analysis has been performed. The report concluded: the stem fractured in fatigue with the crack propagating from the lateral to the medial surface. Eds showed the stem and head were consistent with astm f1586 alloy and the debris was consistent with the stem, head and biological material. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Damage consistent with impingement was also observed on the distal rim of the insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a medical review was not performed as no medical records were provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including patient details,operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Seven years ago, an exeter stem tha was implanted on 2017 nov 9, revision surgery due to a break at the distal end of the stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Seven years ago, an exeter stem tha was implanted on (B)(6) 2017, revision surgery due to a break at the distal end of the stem.